Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. On (B)(4) 2009, a field service engineer visited the site and replaced the ups (uninterruptible power supply). Although offered through beckman coulter inc (bci), the ups is not a bci product. The affected ups was returned by the customer to bci for evaluation; however, because it was not properly labeled, the ups was scrapped before it could be examined. Per information from the customer, this incident occurred during a period of time when the power at the medical center was being tested. Bci product compliance engineering indicated that this type of testing may cause frequent line surges and power interruptions. Line conditioners, by design, employ surge suppressors such as metal oxide varistors. When stressed over time, devices of this type are subject to dramatic and catastrophic failure modes, such as reported here. Based on the available information, it appears that the failure of the ups may have been caused by the recent power line testing at this facility.

Event description:
The customer reported having problems with power supplied to lh750 hematology analyzer. Someone in the laboratory subsequently smelled "burning" and later reported there was smoke coming from the ups (uninterruptible power supply) connected to the lh750 analyzer. The customer unplugged the analyzer and the ups. The ups was removed from the laboratory by the site's bio engineering department. The customer did not report flames, arcing or shock from either device. A fire extinguisher was not used nor was the fire department called. There were no injuries. No one sought medical attention.